Event description:
It was reported that a patient underwent a laparoscopic sub-total procedure on (B)(6) 2012. After ten minutes of morcellating, the handpiece stopped rotating. The surgeon converted to a mini laparotomy procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.